Manufacturer narrative:
(B)(4). Results: the loose detached suture attachment tip was visually examined at 10x microscope and was found to have been severed from the needle by a user needle holder. Conclusion: full analysis of the complaint sample was not able to be completed as the needle portion was not returned for evaluation. Result: representative samples of the product were returned for evaluation. The sutures were inspected and pull tested. All samples met or exceeded requirements. Conclusion: no device failure detected and the product is within specification.

Manufacturer narrative:
Date sent to the FDA: 03/28/2011. (B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use.

Event description:
It was reported that a patient underwent a aortic arch displacement procedure on (B)(6) 2011. During the procedure, the needle was detached from the suture during suturing of the aortic arch. After that, the needle was found to be in the left ventricle. The surgeon has no plan to remove the needle at this time.